Manufacturer narrative:
The device was returned to zoll medical canada's service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The bridge board and high voltage module were replaced as a precaution. The bridge board and high voltage module was returned to zoll medical us; the malfunction was not duplicated and the parts were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.